Event description:
Caller states that he tested 3.3 inr on the coagucheck xs system on (B)(6), 2012. Caller states the following day he was admitted to the hospital because he had a stroke. Caller states that the stable inr readings on his coaguchek prevented his doctor from adjusting his coumadin dose prior to the stroke. On admission, his inr from the hospital lab was 1.4 inr. Caller states that he was given centrix to the abdomen and his warfarin was increased. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).